Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was intermittently fluctuating while charging resulting in the pump shutting off unexpectedly. Customer¿s blood glucose level was not impacted. Reportedly, the customer reverted to manual injections for insulin therapy.